Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right atrial lead exhibited high capture threshold. A chest x-ray showed that the lead was dislodged. The lead was successfully re-positioned on (B)(6) 2022. There were no patient consequences.